Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a partial display. The patient¿s blood glucose level was 6 mmol/l at the time of the incident. They inserted a new battery and the display returned to normal. However, a self-test was performed and the customer stated the display was all white. The device is not expected to be returned for analysis.